Event description:
It was reported that during a remote follow up, undersensing was noted on the right atrial (ra) lead. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.